Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. (B)(4).

Event description:
It was reported that the patient had ¿a bad fall about three weeks ago¿ and was ¿questioning whether or not her device was working because she didn¿t feel it anymore but the programmer said it was working.¿ it was noted that when the patient tried to charge the recharger, ¿it was acting very funny like it did not start charging right away and she had to keep playing with it until it charged.¿ it was noted that the therapy was not working as expected. It was noted that the patient was going to see the health care professional on (B)(6) 2014. It was further reported that the patient was still having concerns regarding the device or therapy but was working with the health care professional or manufacturing representative. It was noted that the patient had an appointment with the health care professional on (B)(6) 2014. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.